Manufacturer narrative:
Additional information received on 29 march 2017 and includes: the patient is positive for strep. Mitis. Batch review performed on 19 april 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.